Event description:
A report was received that alleged that when removing the device from use, a portion of the cannula was broken off and remained under the user's skin. A surgical procedure has been scheduled for the removal of the cannula from the pt. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.